Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery. Customer's blood glucose level was 466 mg/dl. He treated with a shot. Troubleshooting for his high blood glucose level was declined. The device was not returned.

Manufacturer narrative:
Device received with broken belt clip slot.